Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Hardware low level failures error was present in the device trace download due to broken trace at keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Programmed a five unit bolus and monitored with no air bubble anomalies noted during testing. No unexpected start new sensor messages, reconnect sensor messages, cannot find sensor signal alerts, lost sensor signal alerts or blood glucose required anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 275 mg/dl. The device did not pass the audio test. The device will be returned for analysis.